Event description:
It was reported that the customer had a blood glucose level of 405 mg/dl. The customer stated she had been sick because of her gastroparesis, which could have caused her high blood glucose levels. The customer's belt clip broke, so she was sent a replacement. The customer was also assisted in uploading her insulin pump's data to her computer via software. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.